Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia after changing infusion supplies, with blood glucose rising to 345 mg/dl despite minimal food intake; supply check confirmed insulin dripping from the inset 23", 6 mm infusion set with no visible leaks or kinks, and the user was advised on potential causes and to monitor and change supplies if glucose did not trend down. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included continued self-management without use of backup therapy, without alerts or alarms, and without medical intervention or assistance. Investigation included troubleshooting and education regarding infusion set function and supply integrity. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia given intact tubing and observable insulin flow. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.